Manufacturer narrative:
(B)(4). Batch # r57p57. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: who fired the device and what is his/her experience with the device? Device was fired by the doctor and he has used it for years. Did the healthcare professional receive audible & tactile feedback when firing the device? He is not sure if he had audible feedback. Was the device difficult to close? It was not difficult to close. Was the device difficult to fire? It was not difficult to fire. Were any staples seen in surgical field? If so, what was the shape? There were no staples in surgical field was the washer inspected? If so, was the washer completely cut? Unsure about washer was the product code of the device used to complete the procedure, a cdh25 or cdh25a? Cdh29a. What is the current status of the patient? Pt has left the hospital. After speaking with the doctor, he informed me he was not totally convinced he locked the anvil in place before firing.

Event description:
It was reported that during a robotic colectomy procedure the device cut but did not staple. The customer reportedly did not hear the washer break. The customer confirmed that the tissue donuts were formed correctly. The customer converted the procedure to an open colectomy and used a like device to form an anastamosis very low on the rectal stump. The surgeon also created an ileostomy.